Manufacturer narrative:
Name: tandem, country: united states of america, street: 11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced cannula bent event at the abdomen site. The patient also experienced a high blood glucose event of 19 mmol/l and it was treated with administered two insulin injections on (B)(6) 2026.